Event description:
The user facility reported that towards the end of colonoscopy procedure, the user noted presence of a superficial scratch in the pt's colon. However, the pt did not require medical intervention, and was discharged on the same day of the procedure. The pt is reportedly doing fine. The user facility staff further reported that after the procedure, the endoscope was inspected and was noted that the air/water nozzle was rough.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the air/water nozzle was dented, raised with sharp or rough edges. There were nicks and scratches noted on the distal tip cover around the nozzle. The bending section cover glue was cracked and has nicks and scratches. The reported phenomenon was likely due to physical damage related to handling. The device has been serviced and returned to the user facility. This report is being submitted as an MDR in an abundance of caution.